Event description:
The user facility reports problems folding the intraocular lens (iol). The complaint device was returned stuck inside the iol delivery system. It is not known whether there was patient impact/injury associated with this event.